Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture. The patient experienced first capsular contracture (grade unknown) on (B)(6) 2019, and underwent a revision surgery for the capsular contracture on (B)(6) 2019. At the time of the revision surgery, the implant was not removed. On (B)(6) 2020, the patient returned to the doctor¿s office and grade iii capsular contracture was confirmed by a healthcare professional. The patient was experiencing left-sided breast pain, and the left-sided breast appeared to be sitting higher and felt firmer. As a result, the patient underwent unilateral removal and replacement with a 300cc mentor memorygel breast implant (catalog #: 3503001bc) on (B)(6) 2020.

Manufacturer narrative:
On 28-sep-2020, the suspected medical device was returned for evaluation. On 2-oct-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-sep-2020, it was found that the initial reporter on the previous report was incorrect. The correct initial reporter was ashley foley, a sales representative. The relevant fields have been updated. Manufacturer's reference number: (B)(4).